Event description:
It was reported during pre-op testing of the (B)(4) adjustable gastric band, the leak was detected while putting the deflated balloon in the water before insertion. The patient is fine. Another band was used to complete the case.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The band/balloon with 60cm of catheter was returned for analysis. Upon visual inspection, it was observed that the balloon had a puncture of 0.8mm in diameter. A leak test was performed with a unsuccessful result, leak was found where puncture was observed. While it is not possible to provide a definitive root cause for the reported event it is noted that the product's instructions for use (IFU) caution against grasping the balloon with any instrument, as it may result in damage that will cause leakage and failure of the sagb quick close. Based on visual inspection of the returned device band it is noted that the puncture appears to be the result of manipulation with a sharp instrument (e.g scalpel, needle). It is noted that all devices are leak tested and visually intercepted prior to distribution, therefore a manufacturing issue is unlikely to have contributed to this issue. A device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.